Event description:
It was reported that four days prior to the report the patient had a bone density test done and since then the leads area was swollen up, ached all over, the area was warm and hot which started after the test. The patient saw the healthcare provider (hcp) the day prior to the report who gave her bactrim, but the patient would like to have someone check the device because something wasn¿t right and she didn¿t feel right. It was noted the patient did not have a fall or trauma and was feeling stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy, but they were working with the physician or manufacturing representative. The patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that ¿all the line that went up her back swelled up after the bone scan and swelling went down.¿ a couple nights prior to this report, she woke up in the morning and the one on the bottom was swollen up again and she was not sure what happened and was sore again. The patient saw a healthcare provider (hcp) the day of the report but it wasn¿t her normal hcp and wanted a manufacturer¿s representative (rep) to contact the hcp¿s office. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.